Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized 2 to 3 times in the last year due to low blood glucose as they cannot feel their lows coming on. The customer's blood glucose was unknown at the time of the incidents. The customer usually goes down to 60 mg/dl at the time of the lows. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.